Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies) and spinal pain. It was reported that the patient was unable to turn their ins back on because they had the poor communication screen on their patient programmer (pp). It was reported that the patient was using their antenna and it was confirmed to be secure, but when they synced it with the ins this did not resolve the poor communication screen. It was then reviewed to place the pp directly over the ins and sync it with the ins, but this also did not resolve the poor communication screen. It was indicated that the patient hasn't had their ins on for 15 days. It was reported that they last charged their ins just before they went to the hospital for medical issues unrelated to their device/therapy. The patient stated they had their ins off due to being in the hospital. Patient services inquired to have the patient attempt charging over the phone, but the patient stated they needed assistance to charge their ins. No troubleshooting could be done due to a lack of access to the product. It as inquired if the patient could call back to see if they were able to charge their ins. It was reviewed that if the patient was able to charge their ins then they could further determine the issue, however if the patient was unable to charge the ins there could be a different issue to consider. The patient stated they would call back when they get some assistance to attempt charging their ins. No symptoms were reported. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Analysis of the ins determined that the device had reduced capacity due to overdischarge. Analysis of the extension determined that the proximal end was not fully inserted in the ins port. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.